Event description:
It was reported that the customer had a blank display on the insulin pump. The customer blood glucose level was 467mg/dl. Customer states she treated with a manual injection. Troubleshooting was performed and display returned. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.